Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an upper endoscopy on a (B)(6) female patient on (B)(6) 2010 . The indication for the biopsy was to differentiate between hemorrhagic gastritis and gastric antral vascular ectasia (gave) . The patient had a past medical history of compensated alcoholic liver cirrhosis with secondary thrombopenia and barrett's esophagus. At the time of the biopsy the patient's platelet count was "around 50". According to the complainant, the device was used successfully in retrieving two biopsy samples from the patient's antrum. The device performed as expected. There was no bleeding at the biopsy sites; however, there was slight bleeding in the duodenum due to the patient's gagging. No treatment was required for this bleeding. On (B)(6) 2010, the patient presented to the hospital with symptoms of bleeding, and a second endoscopy revealed that there was bleeding at the previous biopsy sites. The bleeding was attempted to be controlled with epinephrine injections, placement of two hemoclips, and a blood transfusion, however, the patient required intubation and resuscitation. After the procedure, the patient was admitted to the ICU where she later experienced hepatic encephalopathy, kidney failure and respiratory failure. She subsequently expired on (B)(6) 2010. No autopsy was performed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4) - no code available (intervention required to stop bleed).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)